Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During an initial implant procedure, loss of capture was observed on the right atrial (ra) leadless pacemaker (lp) following fixation. The patient experienced chest pain, so an echocardiogram was performed which revealed a pericardial effusion which resulted in a cardiac tamponade. The suspected cause of the tamponade was due to a cardiac perforation of the ra lp. A pericardiocentesis was performed to aspirate the fluid from the heart. The ra lp was also reprogrammed to resolve the event. The patient is now stable.